Manufacturer narrative:
The device in question was returned to boston scientific for eval (microcatheter not returned). A device history record (DHR) review, a similar complaints review, a dimensional check, an initial condition exam and a visual/microscopic exam were performed as part of the device eval. The DHR review showed no issues or discrepancies, indicating that all processes and tests were carried out according to specs at the time of the build. A search of the complaint database revealed no other complaints associated with this batch. The dimensional check determined the device in question to be within specs, except for the main coil dimensions. The device in question was returned without the microcatheter. The twist lock mechanism (of the introducer sheath) was unlocked, while the pusher wire would not advance through the introducer sheath and had areas where the coating was missing. After placement in an ultrasonic bath, the coil was advanced through the introducer sheath with some friction. The product moved without issue when the coil/pusher wire junction had passed through the introducer sheath. The coil had a kink on the distal end with stretching throughout the proximal end of the coil. The sutures were bunched up on the distal end of the coil. Based on the above facts and findings, the user's complaint was not confirmed (the device in question could be advanced); however, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the hosp reported a coiling procedure for a basilar aneurysm. The hosp reported that it was impossible to advance the device in question further than the microcatheter. After that, the users used another device without any problems. The hosp reported that there were no pt complications and that the pt status was good.